Event description:
It was reported that as part of a research study, a boston scientific engineer reviewed device diagnostic data from the latitude remote patient monitoring system database. The engineer confirmed that this subcutaneous implantable cardioverter defibrillator (s-ICD) device, implanted on 09/06/2017, exhibited evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Engineering analysis on this device estimated that the remaining battery capacity (based on the actual voltage level and capacity consumed to date) should be sufficient to provide therapy if replaced by (B)(6) 2019. Since it is not possible to determine the root cause for the premature battery depletion or predict future behavior for this device based solely on review of the device diagnostic data available via latitude, the boston scientific sales representative was contacted by boston scientific technical services. The sales representative was informed by the consultant that this device should be replaced by 09/07/2019 and sent back to boston scientific quality assurance laboratory for detailed analysis. Subsequently, the technical service consultant received an e-mail from the sales representative that the physician was notified. It was reported that this sales representative contact boston scientific technical services. The sales representative had been contacted approximately two months ago concerning the premature depletion of this device. The sales representative was informed that this device should be explanted on or before november 1, 2019. Technical service was contacted later that day to report that the patient had performed a latitude patient initiated interrogation (pii) to provide new data for longevity re-analysis. The stored data was re-analyzed and the sales representative was informed that the device battery had a particularly slow rate of leakage increase. The sales representative was informed that the device replacement can occur in october assuming the rate of depletion increase remains the same. It was reported that this patient was presented back to the electrophysiology laboratory on october 29, 2019. The device was successfully explanted. Awaiting return of device for laboratory testing.

Manufacturer narrative:
The patient was presented back to the electrophysiology laboratory and the device was explanted. The device was received at boston scientific return product department on 12/02/2019 and is currently undergoing detailed analysis to determine root cause. The returned s-ICD was analyzed, and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over time. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. Testing confirmed the compromised capacitor caused a high current drain condition. The device was put through and passed a series of automated diagnostic testing that verified the performance of pacing, sensing, shocking and recording functions of the device. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case. Boston scientific has issued an advisory communication regarding a subset of emblem s-icds that has an elevated potential of exhibiting this behavior. This device is part of the emblem premature depletion advisory population.

Event description:
It was reported that as part of a research study, a boston scientific engineer reviewed device diagnostic data from the latitude remote patient monitoring system database. The engineer confirmed that this subcutaneous implantable cardioverter defibrillator (s-ICD) device, implanted on (B)(6) 2017, exhibited evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Engineering analysis on this device estimated that the remaining battery capacity (based on the actual voltage level and capacity consumed to date) should be sufficient to provide therapy if replaced by (B)(6) 2019. Since it is not possible to determine the root cause for the premature battery depletion or predict future behavior for this device based solely on review of the device diagnostic data available via latitude, the boston scientific sales representative was contacted by boston scientific technical services. The sales representative was informed by the consultant that this device should be replaced by 09/07/2019 and sent back to boston scientific quality assurance laboratory for detailed analysis. Subsequently, the technical service consultant received an e-mail from the sales representative that the physician was notified.

Manufacturer narrative:
It was reported that this sales representative contact boston scientific technical services. The sales representative had been contacted approximately two months ago concerning the premature depletion of this device. The sales representative was informed that this device should be explanted on or before (B)(6) 2019. Technical service was contacted later that day to report that the patient had performed a latitude patient initiated interrogation (pii) to provide new data for longevity re-analysis. The stored data was re-analyzed and the sales representative was informed that the device battery had a particularly slow rate of leakage increase. The sales representative was informed that the device replacement can occur in october assuming the rate of depletion increase remains the same.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that as part of a research study, a boston scientific engineer reviewed device diagnostic data from the latitude remote patient monitoring system database. The engineer confirmed that this subcutaneous implantable cardioverter defibrillator (s-ICD) device, implanted on (B)(6) 2017, exhibited evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Engineering analysis on this device estimated that the remaining battery capacity (based on the actual voltage level and capacity consumed to date) should be sufficient to provide therapy if replaced by (B)(6) 2019. Since it is not possible to determine the root cause for the premature battery depletion or predict future behavior for this device based solely on review of the device diagnostic data available via latitude, the boston scientific sales representative was contacted by boston scientific technical services. The sales representative was informed by the consultant that this device should be replaced by (B)(6) 2019 and sent back to boston scientific quality assurance laboratory for detailed analysis. Subsequently, the technical service consultant received an e-mail from the sales representative that the physician was notified.